Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarms. The customer's blood glucose value was 352 mg/dl at the time of the incident. The customer stated that they were getting the no delivery still even though they changed the type of set used and site rotations, etc. The customer stated that they have tried all remedies. The customer had tried different cannula lengths. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.